Event description:
Event description guidant received information that this patient's implantable cardioverter defibrillator (ICD) reached eri (elective replacement indicator) on 11/15/2005. The device was thus explanted on 11/18/05. No adverse patient effects were noted.